Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to use on a patient, it was observed that the motor device heated up and the console displayed an e6 error code. It was further reported that the device rotations per minute (rpm) were low (47,000 rpm). It was unknown if there were any delays to the planned surgical procedure. An identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cable/cord/wiring was damaged, the control unit was defective, the hose was worn out and the device had liquid damage. The device also failed the loctite & cable, motor thermistor, rotational speed, noise, handpiece temperature and hand control pre-tests. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.